Event description:
During evaluation of a returned spectrum pump, the device failed the keypad test during preventive maintenance the 0,1,2 keys on keypad do not work. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the unit failed the keypad test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was found the 0,1,2 keys on keypad do not work. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.